Event description:
A (B) (6) female had cataract surgery. While the surgeon tried to insert the lens through an upper corneoscleral incision of 3.2mm in length, the posterior capsule was ruptured by the loop of the iol. The iol was implanted out of the bag position. The wound was not stitched.

Manufacturer narrative:
The lens will stay implanted. The doctor stated that the rupture occurred due to handling.